Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient had a mild reaction of severe lower back pain and mild shortness of breath within 10 minutes of a taxol infusion combined with other unspecified medication. Although requested there were no other event details provided by the customer.